Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the sutures of two proglide devices were placed in the left common femoral artery using the pre-close technique prior to delivering a non-abbott transcatheter heart valve to the aortic valve position using a 19f sheath. After successful valve deployment, the sheath was replaced with an 18f sheath; however, the access site was unable to be closed using the sutures of the two proglide devices. The patient was stable during the procedure and sent to vascular surgery for management and closure of the access site. A more extensive surgery was performed to close the access site. Reportedly, the physician indicated that the proglide devices did not work well when closing the 19f access site and there was a large amount of adipose tissue between the skin and access vessel which may have contributed to the difficulty closing the access site. The patient was stable and hospitalization was prolonged. There was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the reported information the difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received indicating that left iliofemoral endarterectomy and left sartorius surgical intervention was performed. The level of anesthesia was changed to general due to the surgery. The patient was discharged from the hospital on (B)(6) 2017. No additional information was provided.